Event description:
On (B) (6) 2008, I had a birmingham hip replacement smith & nephew bhr acetabular cup with impactor 52mm (B) (4) bhr femoral head 46mm (B) (4). Due to sharp pain during walking and increasing soreness, I went in for xrays which indicate the acetabular cup was improperly installed. Revision surgery on (B) (6) 2009 indicated excessive wear on the bearing surface and metallosis in the surrounding area. Surgery also revealed damaged to the femoral neck where it was impacting mis-positioned acetabular cup while waking. Surgeon has pictures of surgical area prior to revision. Dates of use: (B) (6) 2008 - (B) (6) 2009. Diagnosis or reason for use: osteoarthritis.